Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, a cardiac tamponade was noticed. They reported that there was a drop in blood pressure on the patient but could not provide any further details. It is unknown how the cardiac tamponade was confirmed. They reported that the medical intervention provided was a pericardiocentesis and 300-400cc of fluid was removed. The patient was reported to be in stable condition. They stated the physician did not mention what they thought caused the cardiac tamponade. Additional information was received. The adverse event was discovered after use, in the recovery room. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was tapped the pericardial sack. Outcome of the adverse event was unclear, though sent to recovery apparently doing better after they tapped the effusion. Transseptal puncture was performed, they don't have needle details, was a baylis product. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. When the event occurred was unknown as discovered after the procedure was over. Irrigated catheter was used in the event, the flow setting was recommended settings for smarttouch sf. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 2mm impedance based.3 mm range, 3 second time, 25% for 3 seconds. Additional filter used with the visitag was respiratory gating. Impedance was used.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).